Manufacturer narrative:
One used abrader 3.5, mini-mag blade was returned for evaluation. Visual inspection confirmed that there was no evidence of metal debridement of the inner or outer blade or burr which would have led the user to experience metal particulate on the blade itself. Skiving was observed on the corner edges of the magnet, and the polycarbonate magnet capsule was fractured and breached which is likely the cause of the metal particulate in the form of magnet particles. It is unknown what could have caused the damage in the magnet area. However some force had to be applied in order to crack the polycarbonate capsule surrounding the magnet. A review of the device history record was performed which confirmed no inconsistencies. After evaluation a root cause for the reported incident was found to be user error. (B)(4).

Event description:
During an osteocondriethes resection procedure, it was reported that fillings were left in the articular during surgery. It was further reported that the device was worn out in front of the inner blade, just before the burr. The surgeon used the outer sheath of the shaver blade to suck most of the filings away from the joint. A few minute delay, no patient injuries or complications were reported.